Event description:
It was reported that an altitude alarm occurred. Reportedly, the customer the customer loaded a new cartridge and resumed insulin delivery. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. The elevated bg was addressed by a bolus via the pump after the pump supplies were changed.